Event description:
It was reported that the pt experienced wound cellulitis at the abdominal and catheter sites. The device was explanted approx 8 days after implant. The organism causing the infection was unk at the time of this report. Pt outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. The drug concentration and daily dose were not reported.